Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during surgery, the "white plug area" of the endotracheal tube was loose and could not be tightened up, leading to an air leak from the inflation cuff. The tube could not be fixed on the vocal cords. The patient was reintubated with another tube and there was no impact or injury.

Manufacturer narrative:
Product analysis: condition upon receipt: one (1) un-sealed sample, part number 8229307, from lot number 021266827 received; there was no evidence of biological contaminants [based off of the lack of reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings). Standard graduated syringe. Evaluation: when compared to the assembly drawing, visually, there were no anomalies present which would have resulted in the reported event. Using a standard syringe, 20 ml of air was introduced into the cuff. The cuff was still holding after 2 minutes. The valve was tested by removing the syringe and applying pressure to the cuff. The cuff continued to hold air. The cuff was deflated and re-inflated twice more, each time the syringe was removed and the valve functioned properly by not allowing air out until the syringe was re-attached and the air drawn out. No fault was found in the function of the inflation system. Conclusion: the complaint was not confirmed for the alleged malfunction ¿leak¿. No fault was found with the returned sample. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.